Event description:
It was reported they were unable to check for impedances prior to device replacement surgery. It was stated the new implantable neurostimulator (ins) was installed and impedances were checked in the operating room with mention of ¿normal impedances¿ but there was no information as to what those values were. It was stated the patient had good therapy response but they had some balance issues. It was stated there were high impedance measurements.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).